Event description:
Baxter sales rep reported that an infusion pump stopped working while infusing vasopressors and the pt was "compromised" at the facility. The facility reported via user facility report, "infusion pump began alarming a high pitch alarm and all channels stopped infusing. Rn was unable to reset or stop and restart pump. The pump was infusing a vasopressor on channel c when it failed. The pts systolic bp decreased to 70. Channel b was already out of serive for an unk reason at the time of this event". Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's diagnosis and status, medical intervention, type of the failure, and set up of the infusion device.